Event description:
It was reported that the programmer may have possible issues with the radiofrequency programmer head connection, that the screen cut in and out, that there was a long boot time and that its power cord bay door needed replacing. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment regarding possible issues with the radiofrequency (rf) programmer head connection, it was successfully able to interrogate at the bench using a known good rf head while manipulating the rf head connector without observing a loss of telemetry. However it was noted that the solder joint of the rf head connector on the link electronic module (lem) board was cracked and therefore the lem board was replaced and calibrated as a preventive. Analysis was further unable to confirm the customer comment regarding the screen cutting in and out, the display hinge was moved back and forth without observing a loss of the image on the display, however it was noted that the display flex was worn and it was therefore replaced. Analysis did confirm the customer comments regarding a long boot time and that the power cord bay door was in need of replacement, its tabs were broken and therefore the hard drive was reconfigured and the software reloaded and the power cord bay was replaced to resolve. It was additionally noted that the system fan was noisy and it was therefore replaced. (B)(4).